Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported the patient experienced recurrence of pain, erosion, extrusion ,infection ,urinary and bowel problems, bleeding, dyspareunia, neuromuscular problems fistula and vaginal scarring. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02395. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent in-office excision of mesh on (B)(6) 2010 and in-office application of silver nitrate on (B)(6) 2010 due to exposed mesh and granulation tissue. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, vaginal discharge, vaginal itching, and incontinence.